Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.

Event description:
It was reported that when programming the infusion weight-based dosing was selected, however the non-weight-based dosing value was entered erroneously. At approximately 10pm, the actual infusion programed was 10 mcg/kg/min, while the non-weight-based dose was 10mcg/min. There was patient involvement but impact unknown. The hospital pharmacist determined "this was not a product issue. It was user error throughout the set-up of the infusion. We have no complaints on this product."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that when programming the infusion weight-based dosing was selected, however the non-weight-based dosing value was entered erroneously. At approximately 10pm, the actual infusion programed was 10 mcg/kg/min, while the non-weight-based dose was 10mcg/min. There was patient involvement but impact unknown. The hospital pharmacist determined "this was not a product issue. It was user error throughout the set-up of the infusion. We have no complaints on this product."